Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "change out frequency does not match urine output". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"2, accessories closed drainage bag".

Event description:
It was reported that it was difficult to drain urine which was accumulated in the drainage bag.